Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported on (B)(6) 2015 that ,intra-op, the awl broke in patient.while using the instrument the tip of the awl broke off and stayed in the vertebral body.the product came in contact with the patient. No patient complications reported, the broken off piece was left in the bone and the procedure continued without many interference from the piece.